Event description:
A customer contacted beckman coulter, inc. (Bec) concerning a small fluid leak in and around the liquid waste drawer of their unicel dxi 800 access immunoassay system. The customer stated that no one was exposed or injured as a result of the leak. No effect to patient or user was reported in connection with this event.

Manufacturer narrative:
Bec field service engineer (fse) was dispatched for this event. The fse replaced the waste transfer tubing which resolved the leaking. Bec identifier for this report is (B)(4).